Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See report for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate

Event description:
Litigation papers allege pain, physical injury, bodily impairment and excessive metal ion levels. Update rec'd 02/27/2015 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 03/09/15. Update rec'd 9/24/2015 - patient was revised due to pain. There is no new additional information that would affect the investigation. Update 11/10/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, corrosion, loose cup and metallosis. While reaming during the doi, a small crack occured while using the #12 broach. The crack was cabeled. An unknown broach is being added to the complaint. The complaint was updated on:12/1/2015